Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. The customer changed the battery 3 times today and would not start the pump. The customer was explained the alarm and possible causes. The customer would like to stop troubleshooting for bad battery but instructed her on what to do in the future and she is satisfied.